Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. Device had normal operating currents. No unexpected low battery alarm, long tone or display anomaly noted. Device was received with cracked battery tube threads and minor scratched display window.

Event description:
The customer reported via phone call that he received a low battery alert, he changed the battery and got a constant tone and the keypad was not responding. The battery indicator did show less than 2 lines. The device was not bumped or dropped. Blood glucose value was 154 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.